Manufacturer narrative:
Details of complaint: the customer reported that a power outage caused vitals not to appear anymore at all on this central nurse's station (cns). However, while on the phone with the customer, the vitals started to comeback and did not have further issues. There was no patient injury reported. Investigation summary: the cause of the issue was determined to be improper device connections and setup at the user facility. This is not related to malfunctioning or deviation from performance of nk devices. The reported issue does not require further investigation . Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that a power outage caused vitals not to appear anymore at all on this central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that a power outage caused vitals not to appear anymore at all on this central nurse's station (cns). However, while on the phone with the customer, the vitals started to comeback and did not have further issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that a power outage caused vitals not to appear anymore at all on this central nurse's station (cns). There was no patient injury reported.